Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scheduled merlin transmission on (B)(6) 2021, showed noise events recorded as high ventricular rate episodes and noise reversions. The patient presented to the clinic on (B)(6) for further evaluation. Sensing, capture, and impedance were stable. Oversensing could not be reproduced with isometrics or pocket manipulation. The lead was programmed. The patient was stable and will continue to be monitored.